Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 447 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime, and the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime, but there was greater resistance than normal. The customer was advised the alarm was caused by a connection problem with the infusion set and reservoir. No additional information provided.